Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: the balloon broke right away. Used other device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 minutes. No patient info available. No patient injury was reported.